Event description:
The customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6)has been returned and investigated. A visual inspection was performed and a burnt residue was observed on the printed circuit board assembly (pcba). A visual inspection was performed on the returned usb/charging cable and no issues were observed. No opens or shorts were observed and usb/charging cable passed testing. A visual inspection was also performed on the returned power adaptor and no issues were observed. A load tester was used to test the returned power adaptor and observed voltage to be within specification. Power adapter passed testing. An extended investigation was performed on the returned reader. A visual inspection was performed and observed severe burnt marks on the internal casing, pcba, resistors r70, r71, battery connector and wires. Additionally, a swollen battery was found indicating critical damage done to the battery. The returned reader did not turn on with button pressed, cable and strip insertion. A power consumption test was not able to be performed due to the overall damage inflicted. The extent of the fire damage on the reader was destructive and appears to have been caused by the customer. This conclusion is supported by an assessment performed by an independent third party to evaluate the robustness and safety of fs libre 1 and 2 reader systems to risk of fire and explosion. It is determined that the returned reader was likely exposed to microwave frequencies which damaged the reader and pcba. This issue is not confirmed to use. An extended investigation for the reported reader, cable, and adapter has been performed. Dhrs (device history review) for the reader, cable, and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.